Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited product information (i.e. Identification) was made available. Should additional information be received providing adequate product identifications for both pumps mentioned in this report, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an arthroscopic rotator cuff repair procedure utilizing power pumps on (B)(6) 2014. During the procedure, the pump would not hold pressure so another pump was attempted for us. The second pump would not power up. The surgeon aborted the arthroscopic procedure and an open procedure was performed instead.